Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia repair. Upon initial entry into the abdomen, the balloon did not inflate. The sheath disengaged. The balloon was distorted or an unusual shape. There was not rapid loss of abdominal pressure due to the device issue. Another product was opened to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.